Manufacturer narrative:
Per tandem¿s user guide: the t:slim x2 cartridge is contraindicated for use with products other than u-100 humalog® and u-100 novolog®/novorapid® insulins. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer was using fiasp insulin within the cartridge and experienced elevated blood glucose (bg) levels of 577 (mg/dl) with ketones. Manual injections and an alternate pump was used to address elevated bg. Tandem technical support reminded the customer that fiasp is contraindicated. The customer consulted with the clinical diabetes specialist and switched insulin to novorapid.